Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and evaluation of a current product sample. Visual and magnification inspection revealed no defects. Dimensional testing confirmed the sample met manufacturing specification. In addition the urethane outer layer was removed from the wire intentionally to inspect the state of adhesion of the urethane outer layer to the core wire and confirmed the sample met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no indication that this event was related to a device defect or malfunction. The product sample was confirmed to be normal product. From the available information the cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported polyurethane coating issues when using the guidewire device. Follow up communication with the user facility confirmed the following information: the patient had a mediport placement on (B)(6) 2016; admitted on (B)(6) 2016 with malfunctioning/clogging of the mediport as well as cyclic intractable vomiting; initial attempts to correct the malfunctioning port were unsuccessful; there was a dye study conducted (B)(6) 2016 which identified an endovascular foreign body; the mediport and retained fragments were removed on (B)(6) 2016; there were two pieces of sheared off polyurethane coating from the glidewire used during the initial insertion of the mediport; the two pieces were actually one piece that broke into two when the radiologist was trying to retrieve it; there is another piece still in the patient embedded in a clot with each end adhered to the vessel walls; and a replacement mediport was implanted on the other side of the patient's chest during the procedure on (B)(6) 2016.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00080 to make a correction to the event date, see date of event for update as well as reference a medwatch report # mw5061094. The lot number was documented in the medwatch report. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00080 to make a correction to the event date. See event date for update as well as reference medwatch report # mw5061094. The medwatch report was received at tmc on 4/18/2016 and states the following: "pt had a mediport placement on (B)(6) 2016. Admitted on (B)(6) 2015 with malfunctioning/clogged mediport and cyclic intractable vomiting. Initial attempts to correct the malfunctioning port were unsuccessful. "(B)(4) study" performed on (B)(6) 2016 that identified an "endovascular foreign body." The mediport and retained fragments were removed on (B)(6) 2016 . There were two pieces of sheared off hydrophilic coating from a glidewire used during the initial insertion. The two pieces were actually one piece that broke into two when the radiologist was trying to retrieve it. Of note: there is another piece still in the pt embedded in a clot with each end adhered to the vessel walls. A replacement mediport was implanted on the other side of the pt's chest during the procedure on (B)(6) 2016." The lot number was documented in the medwatch report, see model and lot#, device manufacture date for updated information. Follow up information received confirmed that the medwatch event date of (B)(6) 2016 is inaccurate and that it should be (B)(6) 2016. It was also confirmed that it was the polyurethane coating that sheared off and not the hydrophilic coating.